Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges patient suffers from pain, decreased mobility and sleep, and metal ions. Update: 10/19/15 - an MDR tree and medwatch are being added to the stem. Update 4/6/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported patient had pain, elevated ions and left hip fluid collection. Primary surgical report noted a 1800ml blood loss and surgeon noted patient had a systolic blood pressure of 158mmhg. Medical records reported right leg longer than left, lab results for metal ions with cobalt greater than 7 parts per billion, significant tendinopathy, 10 degree flexion contracture and an MRI that reportedly showed fluid collection. Revision surgical report noted severe granuloma formation, flat abduction of acetabular cup, chronic inflammation, significant synovitis, wear along the trunnion, and that the cup had minimal ingrowth. Part/lot updated. The complaint was updated on: apr 28, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Ppf alleges pseudotumor and metallosis.